Event description:
During operative procedure while repositioning the or table to reverse trendelenburg position and right side up, the table's foot section suddenly dropped about 18 inches from the ground.